Event description:
It was reported that the patient experienced a hyperglycemic event with blood glucose reaching 683 mg/dl following disconnection of the pump for bathing and subsequent improper reassembly of the infusion set. Symptoms included chest tightness. The patient presented to the emergency room where she was treated with exogenous insulin, monitored for approximately 8 hours, and released the same day without inpatient admission. Investigation included review of user-reported information and troubleshooting with the patient, which identified that the infusion set was not correctly reconnected after pump disassembly, leading to interruption of insulin delivery. Following infusion set replacement and site change, blood glucose decreased to 299 mg/dl and insulin delivery resumed. It was concluded that the event was caused by user error related to improper infusion set reconnection, and no device malfunction was identified. If additional information becomes available, a supplemental MDR will be submitted.